Event description:
It was reported to medtronic minimed that the customer received an alarm was generated when the pump detected movement in hall sensor counts that was unexpected since the pump did not command motor movement (pump error 130). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1715kl. The customer reported receiving a pump error. The customer was not able to clear the error. The customer reported a keypad anomaly. Buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. Mmt-1715kl was requested. The customer was instructed to revert to the backup plan per health care professional instruction and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly and no pump error 130 alarm or stuck button error alarm noted, during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history file/trace and found (16) pump error 130 alarms on (B)(6) 2024 started from 09:13:03 to 09:23:13, during bolus/basal delivery. No stuck button error alarm found in the pump history file/trace on the event date (B)(6) 2024. Pump was cut open to perform visual inspection. And found moisture damage on the motor home switch. The j1 connector on pcba 1 was locked properly, during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: scratched case. Pump error 130 alarm was confirmed, due to moisture damage on the motor home switch. Keypad/button unresponsive/button error alarm not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.